Event description:
Flash of blood observed in hub upon insertion. Entire needle advanced. At that time it was noted that no plastic catheter was attached to the green hub. Catheter was not in the package and was missing entirely.